Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sr prevue acoustic image is very dark. End user(s) cannot visualize the needle or vascular structure properly.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of image is very dark, cannot visualize the needle or vein properly is confirmed. The probe has a crack at the seam between the probe cap and probe handle. An evaluation of the prevue found the three tall screw caps are missing. The usb cable has dents in the cable jacket. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sr prevue acoustic image is very dark. End user(s) cannot visualize the needle or vascular structure properly.